Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 409 mg/dl with high levels of ketones which were identified as life threatening by a healthcare professional. Cause was not known. Customer address elevated bg with pump supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.